Manufacturer narrative:
This report is for an unknown drill guides /unknown lot. Part and lot numbers are unknown; UDI number is unknown. Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. (B)(4). Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on (B)(6) 2019, patient underwent a margin mandibular resection due to tumor resection, the unknown 3d printed drill guide holes were not sized correctly, did not accept 1.8mm drill bit. Action taken was to used a 1.5mm drill bit. There was 5 minutes surgical delay. The procedure was successfully completed, patient outcome is unknown. Concomitant devices reported: unknown 1.8mm drill bit (part#unknown, lot#unknown, quantity 1). This report is for one (1) drill guides. This is report 1 of 1 for (B)(4).